Manufacturer narrative:
H3: the device was returned in a (triple) resealable bag. There were no traces of contamination observed on the returned device. It was observed that one of the chevrons at the proximal end of the inner hub was damaged. The device was easily loaded into a handpiece and removed from it, no issues found loading and unloading the device. However, during the functional testing of the returned device, an excessive wobbling was observed. For further analysis, the inner assembly was removed from the outer assembly, and it was noticed that the inner shaft was bent (shaft was bent near the distal end of the inner hub). Despite findings such as bent shaft and wobbling observed during the analysis of the returned device, there was no finding observed regarding the allegation and therefore, the complaint could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during setup, the device can be operated and it cannot be removed. The handpiece was working fine. There was no patient involved in this event. S&r found that the device had excessive wobbling.